Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric sleeve, while using the device on the stomach, the reported device had incomplete staple line on the proximal end. The reload was being down the staples, but it did not cut the tissue so the doctor used another reload. The first part of the reload staples was noted that fell into the patient's cavity. No patient injury.